Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2024. During the procedure, they plugged the spyscope dsii into the controller and the image did not progress. The screen was stuck with the boston scientific start-up logo. They restarted a few times, however, it did not work. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.